Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 03/03/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Conconmitant products were used during this study: carto 3 system: s/n (B)(4), stockert generator: s/n (B)(4), coolflow pump: s/n (B)(4). (B)(4). The device was not returned to bwi.

Event description:
It was reported that a (B)(6). Female patient underwent a right ventricular outflow tract ablation procedure and suffered a cardiac tamponade which required a pericardiocentesis with 200cc of fluid withdrawal. The patient was in stable condition. Patient was not anticoagulated. The overall time for ablation at the site of injury was 2 minutes. Flow setting of irrigated catheter was 17cc per minute during rf.

Manufacturer narrative:
(B)(4). It was reported that later in the rvot case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a transthoracic echocardiogram. Caller reported that the medical intervention provided was a pericardiocentesis and 200cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually and it was found in normal conditions. The catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and pass. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.